Manufacturer narrative:
The lead was extended and the silicone on the tip was fractured, most likely during explant. The proximal and distal coil filars were thin from wear against a hard surface. The distal coil was flattened and abraded in the fracture areas, indicating that the proximal coil may have been fractured prior to explant. The lead is highly damaged, but there is no indication that the observed damages are production related.

Event description:
It was reported that the lead exhibited a decrease in sensing and a chest x-ray revealed a defect. The lead was extracted and came out in three pieces.